Event description:
The pt experienced no stimulation. The ins battery was not depleted. The pt desired explant of the device rather than revision of the lead. The pt outcome was pending. Additional information has been requested.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.